Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-05173. It was reported the patient's system was auto-reducing following a fall. Reprogramming was unable to provide stimulation. X-rays revealed one of the leads had migrated. The patient underwent surgical intervention where one of the leads was repositioned and an anchor was added. The patient reported receiving effective stimulation therapy which resolved the patient's issue.